Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that there was high rv (right ventricular) threshold with high output noted. Unexpected longevity was also reported. The rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2011. (B)(4).